Manufacturer narrative:
Additional information received for this case: the physician has reported the injury to the vessel was a dissection and that the sentrant sheath did not cause the injury. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Fdc code added at investigation completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A 18fr sentrant sheath was used as an accessory device during the implant of a transcatheter bioprosthetic valve procedure. It was noted that the access vessel diameter was >6mm. It was reported during the index procedure, difficulty was noted when advancing the delivery catheter system(dcs) through a non-mdt sheath at the left iliac artery. The dcs then removed and an 18fr sentrant sheath was used to successfully implant the device. When 18fr sentrant sheath was removed vessel damage was noted. A non-mdt stent graft was subsequently implanted and the procedure was completed. No additional clinical sequalae were reported and the patient is fine.